Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(4)) generated an air trap alarm was confirmed during the analysis of the event log but not during functional testing. The customer reported issue was not duplicated during the testing, and the thermogard console functioned as intended. The probable cause of the air trap alarm was due to saline fluid in the air trap chamber which was caused by a leaking start-up kit (suk). No physical damage was observed on the thermogard console during visual inspection. Upon further inspection of the console, noted dry traces of saline in the drip pan due to the saline leak inside the console. During initial functional testing, the thermogard console passed all the tests without any fault or error. During the analysis of the event log, several "saline empty" error messages were observed. Following service, the thermogard console passed the final functional test and electrical safety test without any error.

Event description:
During patient treatment for fever management, the zoll catheter was inserted into the right internal jugular vein. The patient's temperature was 39.5°c at the beginning of the treatment, with the target temperature set to 37.5°c. In less than 2 hours, the thermogard console (sn (B)(4)) generated an "air trap" alarm and the saline was noted on and under the console. The user replaced the start-up kit (suk) (lot # 163956) with another suk and the treatment continued utilizing the second thermogard console. No consequences or impact to patient.